Event description:
No new information.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event of loosening was confirmed via review of the provided medical records by a clinician. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. -clinician review: a review of the provided medical records by a clinical consultant indicated: I have reviewed the documentation provided for (B)(4) including the product inquiry cover sheet, dynamic coronal, axillary and sagittal view CT images of a right tha. Event description: as per pss implant request: right acetabular loosening. History of dialysis for greater than 5 years. Conversion right hip surgery to tha in 2019 for avn of femur head. Femur stem failed and revised x 2 with restoration modular femur stem that is currently well fixed. Current acetabulum trident 50mm with 3 torx screws. Presented this month with pain with weightbearing over the last 4-6 months that has worsened necessitating a walker. The CT images confirm there are significant lucencies surrounding the acetabular compont in a press fit tha. The root cause for this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: I have reviewed the documentation provided, including the product inquiry cover sheet, dynamic coronal, axillary and sagittal view CT images of a right tha. Event description: as per pss implant request: right acetabular loosening. History of dialysis for greater than 5 years. Conversion right hip surgery to tha in 2019 for avn of femur head. Femur stem failed and revised x 2 with restoration modular femur stem that is currently well fixed. Current acetabulum trident 50mm with 3 torx screws. Presented this month with pain with weightbearing over the last 4-6 months that has worsened necessitating a walker. The CT images confirm there are significant lucencies surrounding the acetabular compont in a press fit tha. The root cause for this mechanical complication cannot be determined from the limited documentation provided. Should further documentation become available I would be happy to further this investigation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: as per pss implant request: right acetabular loosening. History of dialysis for greater than 5 years. Conversion right hip surgery to tha in 2019 for avn of femur head. Femur stem failed and revised x 2 with restoration modular femur stem that is currently well fixed. Current acetabulum trident 50mm with 3 torx screws. Presented this month with pain with weightbearing over the last 4-6 months that has worsened necessitating a walker.